Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A correction bolus via the pump was administered to address the high bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed.